Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the device was received and evaluated at the service center. The reported complaint that the scope was opaque and produced no clear vision was confirmed. It was found that there was fluid ingress into the device and the device was replaced. The fluid ingress into the device would have caused the unclear vision through the scope. A manufacturing record evaluation was performed for the finished device (serial number (B)(6) ), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review a manufacturing record evaluation was performed for the finished device (serial number (B)(6), and no non-conformances were identified

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request that during an unknown procedure the hd epscp, 4.0, 30, 167, mitek was opaque and had no clean vision. No patient consequence and no surgical delay was reported. No additional information was provided.